Event description:
During a stenting procedure to the aha6 lesion, the balloon of the cypher (cjs18350) ruptured at 14 atm. The rupture was confirmed by the back flow of blood into the inflation device; therefore, the stent delivery system (sds) was removed from the patient and post-dilation was conducted with a balloon (quantum maverick, 4.0mm). There was no injury to the patient. The procedure was successfully completed. Pre-dilation was conducted with a bc (ryujin 2.5mm) and cypher (3.0mm) was implanted at aha7. Then pre-dilation was conducted with the ryujin and cypher (3.5/18mm: complaint product) was delivered without issues to the lesion at aha6. The physician did not indicate any anomalies prior to use. The product will be returned for analysis. The target lesion was aha6-7. The lesion was a de novo, not calcified and not tortuous. There was 90% stenosis.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information will be provided within 30 days of receipt. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states.